Event description:
It was reported that the physician requested a review of this implantable cardioverter defibrillator (ICD) data following a syncope report episode. Upon review, one ventricular high-rate (vhr) event was identified. The patient rhythm, consistent with sustained monomorphic vt, accelerated into the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a 41j shock, successfully converting the rhythm to ventricular sensing with an irregular rate. The device remains in service. No additional adverse patient effects were reported. This device system remains in service.